Event description:
It was reported that pump displayed minimum fill notification while caller attempted to load cartridge, and caller had added insulin and still had sufficient usable insulin remaining in cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller to remove pump from case, clean pneumatic area, and reload same cartridge, which did not resolve issue, then guided caller through properly filling and loading new cartridge, after which cartridge loaded successfully; caller declined further assistance, so resumption of insulin delivery could not be confirmed.